Event description:
The patient contacted animas on (B)(6) 2013 reporting that they had high blood glucose (bg) levels of 400mg/dl with nausea and vomiting and then up to 485mg/dl. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient treated the bg and brought it down to 172mg/dl. The patient stated that the discontinued pump therapy at noon on (B)(6) 2013 and reconnected to the pump on (B)(6) 2013. All settings were reviewed and they were correct. This report is being made due to the alleged history settings issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s history showed that on (B)(4) 2013, there was an alarm emitted for auto-off time out and pump suspension. The alarm was confirmed four times. Deliveries did not resume until (B)(4) 2013 at 09:15. On (B)(6) 2013 at 12:35 an ¿auto off timeout->pump suspended¿ was also recorded in the black box; deliveries resumed 16:59. On (B)(6) 2013 at 10:35 and 12:22 eaw-145 occlusion alarms were recorded; basal deliveries resumed at (B)(6) 2013 at 15:59. On (B)(6) 2013 at 20:38 a replace cartridge alarm was recorded; deliveries resumed at 22:38. The units remaining were correctly calculated and written in the pump¿s history. The pump successfully passed a delivery accuracy test and no alarms were emitted during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.